Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3/h6) the quick-cross was returned; however, device evaluation is pending. A supplemental report will be submitted once evaluation is completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced using a spectranetics quick-cross support catheter to treat the patient. During wire exchange to a boston scientific 0.014 choice guidewire, the catheter became bunched at the hub and got stuck on the guidewire. Therefore, both the catheter and guidewire were removed as a system. A new quick-cross and guidewire were used to complete the procedure with no reported patient harm. This report is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
H3) the quick-cross was returned without the non-philips guidewire. Visual inspection found a damaged lumen near the luer. The lumen material was kinked, wrinkled, accordioned, and ripped in multiple areas, but all marker bands were present. H6) based on the device evaluation, a probable cause of the damaged lumen is likely due to the force applied by the user. However, the cause of the quick-cross becoming stuck on the guidewire could not be established since the guidewire was not returned. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.